Event description:
It was reported "the catheter cannot be removed; the balloon is unable to deflate. The patient is in the hospital, the catheter will be removed under anaesthesia". The patient's current condition is reported as "recovering in the hospital".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(6).

Event description:
It was reported " "the catheter cannot be removed, the ballon is unable to deflate. The patient is in the hospital, the catheter will be removed under anaesthesia". The patient's current condition is reported as "recovering in the hospital".